Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit has a leaking safety disk. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had leaking safety disk during all manifolds pneumatic interface module (pim) testing. There was no patient involvement. Fse tried to replace safety disk and still the leak exists. Fse replaced a new pim and this pim had an out of box failure. Fse resolved the leaking issue by replacing the pim. Fse completed full pm. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.